Event description:
The user facility reported the device tore the lumbar drain. Additional information has been requested.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.